Event description:
On 3/8/2022, it was reported by an arthrex employee via email that (3) ar-3638 knotless fibertaks failed. This was discovered during a bankart repair on (B)(6) 2022. Sutures were cut and removed but the anchors remain in the patient. Surgeon had to drill additional bone hole and use products from another manufacturer to complete the case. Additional information received 3/9/2022: all three ar-3638 knotless fibertak anchors were stuck with sutures and the repair could not be completed. Surgeon removed all sutures and anchors and used other products from another manufacturer to successfully finished the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.